Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had to be hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels while wearing the pod between 4 and 24 hours on the abdomen. The patient's glucose, insulin and carbohydrate history is as follows: (B)(6). The patient was admitted at the hospital at 5 pm on (B)(6) 2019 with a bg level of 17 mmol/l (306 mg/dl) with ketones of 7.1, headache, repeated vomiting and stomach pain. The patient was placed on intravenous (IV) infusion of insulin, potassium chloride and the bg levels were monitored.

Manufacturer narrative:
The returned device was evaluated and investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.